Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. UDI#: in the absence of reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a semi-compliant balloon. An absorb scaffold was implanted and post-dilated with an unspecified balloon. The patient returned around (B)(6) 2017 due to angina and scaffold thrombosis was found. Re-intervention was attempted on (B)(6) 2017, but it was not possible to cross the thrombosis to treat; therefore, the patient was scheduled for surgery. Follow-up regarding if the surgery was performed could not be obtained. It was confirmed that the patient had been compliant with dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was received regarding the initial procedure on (B)(6) 2017: pre-dilatation was performed with 1.0 x 15 and 2.5 x 20 mm balloons. A 3.0 x 23 mm absorb scaffold was implanted at 18 atmospheres (atm) and post-dilated with a 3.0 x 20 mm non-compliant balloon at 20 atm. Angiography showed adequate expansion and a distal timi 3 flow. The patient returned on (B)(6) 2017 due to angina and scaffold thrombosis was found. No additional information was provided.